Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that around (B)(6) 2018 the patient had to turn the therapy off because it was uncomfortable in his ribs and no longer in his back. The patient will be met on (B)(6) 2018 for a follow up appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient is very sensitive to rib/belly stimulation. It was noted the 0-7 lead tip to be t7 and the 8-15 tip t8 based on mapping during programming. The patient was switched to hd settings on program a. The rep explained to the patient how to use the therapy and turned the intensity down to 7.4 to conserve the recharge burden. The patient does have high energy requirements on both ld and hd settings. Cycling was enabled and the patient was instructed to leave stimulation on 24 hours per day with hd stimulation. The ins use was 1% since the last programming session. The rep said that they have not heard back from the patient, so as far as they are aware, the patient is receiving effective relief with hd programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient's device was explanted on (B)(6) 2019. The patient was doing well after the procedure they donated their external equipment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient is going to pursue explant. The patient said it bothers him at work. No further complications were reported.